Event description:
It was reported that the harmonic device was being used on the greater curvature of the stomach when a sound was noted, as if a clip had been contacted. The customer indicated that multiple clips were present in the area. Following this, the generator shut off and stopped working. The user attempted to continue using the device, and subsequently the tip detached. It was reported that the tip of the harmonic device remained in the patient however, an x-ray was performed and the tip could not be located, potentially due to the presence of multiple titanium clips in the abdomen making it difficult to distinguish.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2026. D4 batch #: unknown. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.